Event description:
Customer reported inserting strip into device and it started testing with no blood applied to the strip. No value was provided. Customer called doctor to advise of high blood glucose reading = 285mg/dl. Doctor increased insulin 3 units. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.